Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device leaked. The reporter stated that while the nurse was transferring an unknown reconstituted drug from a vial to a bag, the device leaked the drug on the nurse¿s hands. The unknown drug was being reconstituted with 250 ml normal saline. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device did not identify any issues. The device was connected to a vial and viaflo bag for a functional test; reconstitution was able to be performed with no difficulty by squeezing the bag. The vial and bag were then turned upside down and the bag was squeezed in order to get all the solution in the vial back to the bag. All the solution was transferred back to the bag without difficulties. No leaks were revealed during this test. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.